Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for normal follow-up, multiple at/af episodes were observed. Review of episodes revealed far-r wave oversensing. Programming changes were made. Patient will be monitored with routine follow-up.

Manufacturer narrative:
(B)(4).

Event description:
New information notes that the device didn't deliver therapy for true ventricular arrhythmias. Patient was asymptomatic. Programming changes were made.